Event description:
It was reported that, three to five days post-op, the pt had cerebrospinal fluid leakage at the abdominal incision. Shunt series x-rays in 2003 revealed the distal catheter was knotted intra-peritoneally. The catheter was explanted.